Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. As received, the device was above elective replacement indicator (eri). A device image was reviewed by clinical engineering and the recorded bpa was determined to be invalid due to power on reset (por) on (B)(6) 2020. Bench testing was performed which revealed that telemetry, sensing, pacing, pacing lead impedance, high voltage lead impedance, high voltage shock, and patient notifier had no anomalies noted. The reset could not be reproduced in the laboratory. The cause of the por could not be conclusively determined.